Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci. This artifact lead to false positive grams stains being reported. The customer is unaware of any course of treatment change due to these erroneous results. The following information was provided by the initial reporter: ¿customer has 2 lots, and is not sure which lot was used, but 1 blood culture result was reported in error. There was no adverse patient effects, as they amended the results shortly after reporting it." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA 1491251 has been initiated. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci. This artifact lead to false positive grams stains being reported. The customer is unaware of any course of treatment change due to these erroneous results. The following information was provided by the initial reporter: ¿customer has 2 lots, and is not sure which lot was used, but 1 blood culture result was reported in error. There was no adverse patient effects, as they amended the results shortly after reporting it." 2 occurrences were reported.